Manufacturer narrative:
Visual inspection performed by r&d manager: the performed analysis confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself. A new modification request has been opened and managed to improve the locking system between the two components of the trial offset. Additional improvement has been done on the design and production process in order to obtain the antirotational feature monoblock with the main body instead of two different components. The issue was likely influenced by a combination of the inherent mechanical limitations of the design version involved and the forces applied under the specific conditions of use.

Manufacturer narrative:
Batch review performed on 11 october 2024 lot 2259675: (B)(4) items manufactured and released on 05-apr-2023. No anomalies found related to the problem. To date, 5 similar events have been reported on the same lot during the period of review. Preliminary investigation performed by r&d project manager from the event description and pictures, it is clear that the anti-rotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset, and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself.

Event description:
To prepare the tibia, the previously determined stem was connected to the keel chisel with the equally determined offset and impacted using the sliding hammer. The slide hammer was also used for removal. After two hits, the keel chisel detached from the offset adapter, but the thread in the offset adapter came loose so that the offset adapter with stem remained in the bone. Various extraction instruments from the clinic were used to remove the trial implant, unfortunately with no success, so the entire bone around the offset connector had to be carefully removed with a chisel to pick it up.